Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was not feeling any stimulation when the stimulation was increased to 10.5v. The rep took impedances with various values and saw that impedances were >10k, 20k and 40,000 ohms noting that there was not a value in normal range among all contacts. The patient had reported that they had a fall during physical therapy in (B)(6) 2016 and landed on the ins; when asked if the issue of not feeling stimulation was new, the patient told the rep that they seemed to remember having stimulation after the fall. An x-ray was taken and it appeared that the lead was in the proper position in the spine, it was connected to the ins properly and no sharp bends or fractures were seen. A group impedance measurement was ran which resulted in all high: >40 ,000 k. It was reviewed there were no further options for troubleshooting with the impedances the rep was seeing and that they would need to discuss the next steps with healthcare professional and the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the high impedance and not feeling stimulation was not known. The impedances were checked three different times and at 3 different powers. The rep also turned on stimulation and the patient did not feel stimulation at max power. The x-rays per physician's office showed no malformation of the leads or battery, technical services stated that they had done everything on their end to check the system. The stimulation is unresolved currently and the healthcare provider (hcp) was notified that the patient will need a lead revision. The physician is aware of this issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient had their old ins replaced because ¿it failed ,¿ so they were implanted with a new battery. It was reported that the lead wires were not replaced. The event date was asked but was unknown but reported to be at the end of 2016. No further complications were reported/anticipated.